Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported patient underwent a right knee arthroplasty, and subsequently, was revised due to pain, breakage of the tibial baseplate, loosening, osteolysis, and wear of the articulating surface approximately 20 years post op.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: this report, 0001822565-2016-03374-1, 0001822565-2016-03389-1, 0001822565-2017-04996, 0001822565-2017-04995, 0001822565-2017-04997, 0001822565-2017-04998, and 0001822565-2017-04999. Concomitant medical products: unknown mgi tibial tray lot# unknown. Unknown mgi bearing lot# unknown. Unknown mgi patella lot# unknown. Unknown mgi screw lot# unknown (qty: 4). Complaint sample was evaluated and the reported event was confirmed. Photographs of the device's were sent post-operatively. Evaluation of these pictures found that the tibial and femoral component were covered in a black soft tissue. From laboratory tests, it was identified that patient has difficulty in walking, no swelling and there was pain with bending, squatting and kneeling. From the review of revision surgery op-notes, it was identified that the patient was considered for revision of failed right total knee antroplasty due to gross metallosis in the knee with black staining material infiltrating all the soft tissues requiring an extensive synovectomy and also observed the presence of granulomas perforating the posterior capsule, going up behind the femur and behind the tibia. By careful exploration, it was noted that, the femoral was firmly implanted, the poly was completely worn, posterior medial tibial base plate was fractured and the patella was polyethylene eroded. It was also observed that the eroded granuloma and osteolytic lesion on the medial femoral condyle and granuloma created significant bone defect and it was completely removed and the granulomas from tibia removed by debriding back side of knee, removing as much of the black staining material and granulomas as possible and the broken tibia has been removed completely without any complications. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.